Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, all keypad buttons were found to respond appropriately. The pump cover was opened and moisture corrosion was observed throughout the internal components. The battery compartment was found to be cracked between the bumper pad and cover. A leak test was performed and a leak was identified at the audio bolus button due to damage. The original complaint of keypad button under-responsiveness could not be duplicated.